Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a kink and advancement difficulties were encountered. The location of the lesion was unknown. Upon advancing the extractor rx 12mm x 15mm retrieval balloon through an unspecified endoscope, the catheter became stuck and was unable to be advanced further and the catheter kinked. The device was removed and another of the same device was used to complete the procedure. The pt's status is unk.

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.